Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said the patient had their hip done by another surgeon on (B)(6) 2008 at (B)(6). The patient was developing stiffness in their hip, and asked the surgeon to take a look. The surgeon noticed the patients hip prosthesis was that of a depuy metal on metal. When revising the hip, a relatively large mass of dark tissue was removed from the hip due to metallosis. The surgeon removed the metal liner from the pinnacle cup, washed out the hip, and implanted a 50x32 neutral liner. Trial reduction was performed with a 32 +0 head and found to be satisfactory. Real implant was opened and implanted. Closing process began. Doi: (B)(6) 2008; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.